Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on all three channels. The noise was cyclic and from electrocautery. The device declared a false anti-tachycardia response episode. The device was implanted 3 days earlier, using the existing atrial and ventricular leads. The patient was syncopal. The patient had similar symptoms in the past that were resolved with programming the previous device to high outputs.